Event description:
It was reported that the insulin pump alarmed motor error during prime. It was stated that the customer's blood glucose was 300 mg/dl; treated with bolus prior to the alarm and current blood glucose is 67 mg/dl. Alarm has occurred 5 times and the customer is unable to prime. The device was not exposed to a magnetic field. Customer does not use the sensor feature. Nothing further reported.

Manufacturer narrative:
No unexpected motor error alarms were noted and the insulin pump passed the displacement test, rewind, basic occlusion test, occlusion test and excessive no delivery alarm test. However, leaking motor oil was noted. The insulin pump had minor scratches on the display window, cracked reservoir tube lip, scratched reservoir tube window and cracked battery tube threads.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.